Manufacturer narrative:
Additional information has been requested and is currently not available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent tha on (B)(6) 2012 and the blood test taken on (B)(6), 2016 shows elevated cocr level. Hence revision surgery was performed on (B)(6), 2016 in which corrosion between stem and ball was noted (surgical report not available for investigation). No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea (metasul large diameter head ( incl. Adaptor ) )and dfmea(system analysis (interfaces)): - loss of connection because of an inadequate taper fixation due to air/fluid pressure due to inappropriate assembling sequence or untrained surgeons on ldh => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased release of wear paritcles due to 3rd body wear due to particles => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore thiscannot be excluded. - increased release of wear particles due to clamping and impingement => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased release of wear particles due to scratches on articulated surface from surgeons => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased release of wear particles due to dislocation, subluxation => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased wear due to reduced sphericity due to reduced stiffness due to weight reduction groove and depending on head diameter and offset => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased articulation and taper interface wear due to micro seperation influenced by clearance and component weight => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased wear due to reduced sphericity due to assembling force => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - invivo higher wear than expected based on invitro results due to risk of difference between invivo and invitro behavior: tribology => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - invivo higher amount of metal ions/particles due to corrosion and wear due to risk of difference between invivo and invitro behavior: combination of 19-22 => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased wear due to insufficient articulation surface overlap (difference between sra and ldh) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - micro motion, fretting corrosion, higher crevice corrosion due to due to tolerances of adapter taper, different loading transfer proximal/distal => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - dislocation, increased micro seperation due to soft tissues laxity => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - release of corrosion particles and ions due to wrong material paring => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - adverse body reactions (like cyst formation, pseudotumors, alval, metallosis and pain) due to ion release due to increased ion release due to increased metal surface (without wear and fretting corrosion) => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - adverse body reactions (like cyst formation, pseudotumors, alval, metallosis and pain) due to ion release due to increased ion/wear release due to increased articular diameter => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - different thermal expansion of components (wear, clamping, loss of taper connection) due to wrong design of components => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased wear, loss of taper connection, dislocation due to high patient activity => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased wear, fretting corrosion (lever torque) due to patient with high body weight and bmi => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - instable taper connection massive metal wear due to combination of various/competitor adapter systems (wrong material/false adapter) => possible: it is unknown with which component the head was paired, therfore cannot be excluded. - increased wear, loss of taper connection, dislocation due to increased ante/retro-version of the stem may increase joint loading => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. Root cause determination using dfmea (system analysis (interfaces): - increased wear due to clearance too small ¿ rim loading => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased wear due to clearance too large => possible: it is unknown with which component the head was paired, therfore cannot be excluded. - third body wear due to ti-vps particles between the femoral and acetabular component => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - third body wear due to ti-vps particles between the femoral and acetabular component => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - no self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased wear due to perpetual boundary lubrication of articulation due to inproper design parameters (e.g. Diameter, roughness, etc.) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased level of ions due to chemical/crevice/ corrosion => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased number of wear particles due to chemical corrosion => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - reduced rom, increased wear due to component malpositioning => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - reduced rom, increased wear due to component malpositioning => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased wear due to component missmatch (wrong size) => possible: it is unknown with which component the head was paired, therfore cannot be excluded. - increased wear due to component damaged during operation - scratches on articulation surface => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased wear due to wrong pairing due to missing "metasul" sticker => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased wear due to component gets paired with the wrong articulation counterpart and / or component due to zimmer compatibility website does not include the durom components => not possible: zimmer website include durom components. - increased frictional torque, increased wear due to in case of revision of sra cup is kept in place and femur is revised to an ldh => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased loading on the cup, increase wear and friction due to increased or decreased offset when a ldh is used instead of a surface replacement component => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - third body wear due to ha particles between the femoral and acetabular component => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. - increased wear due to component damaged during operation - scratches on articulation surface => possible: it is only known that the patient is having high ions values and corrosion between stem and ball was noted. No information available, products were not returned for evaluation, therfore this cannot be excluded. Conclusion summary it is only known that the patient is having high ions values and corrosion between stem and ball was noted. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is also unknwon with which components the head was paired. Possible root causes includes patient factors (e.g. High patient activity, renal insufficiency, patient with high body weight and bmi), deviations from surgical technique (e.g. Inappropriate assembling, untrained surgeons, intraoperative scratches, malpositioning, ante/retro-version) or invivo issues (e.g. Dislocation, subluxation, 3rd body wear, corrosion). In conclusion, due to significant lack of information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). The corresponding report received by FDA through FDA's medwatch program is mw5068231.

Event description:
It was reported that the patient was implanted a metasul ldh head, 40, code f, taper 18/20 on (B)(6) 2012. Blood test taken on (B)(6) 2016 showed elevated cocr level. Following that, a revision surgery was performed on (B)(6) 2016, in which corrosion between stem and ball was noted. Note: zimmer (B)(4) was informed of this incident from FDA, as a medwatch report was received through FDA's medwatch programm. Report reference: mw5068231.